Event description:
It was reported that 2 bd ext¿ stabilized extension sets with nearport¿ IV access were cracked at the junction of the side tubing and nearport. The following information was provided by the initial reporter: "clinician stated that the ext extension set cracked at the junction of the side tubing & the near port. He sated this has happened 2 times in the past 3 months."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ext¿ stabilized extension sets with nearport¿ IV access were cracked at the junction of the side tubing and nearport. The following information was provided by the initial reporter: "clinician stated that the ext extension set cracked at the junction of the side tubing & the near port. He sated this has happened 2 times in the past 3 months."

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. See h10.